Event description:
Pt was undergoing apheresis treatment. Catheter placed in right ij three days prior- this was their third treatment using it. Pt began coughing, machine alarmed "low access pressure" and pt complained of "not felling right". Catheter clamped; catheter aspirated of approx 20cc air with syringe. P02 92%. Pt given oxygen and admitted for observation in micu. Chest x-ray and CT scan done- both were negative for thrombus or air embolus.